Manufacturer narrative:
Correction: section d4 primary unique device identification (UDI) number and h4: device manufacture date.

Event description:
It was reported that the patient experienced presyncope. It was noted that noise with 7 second inhibition of pacing and oversensing was observed on the right ventricular (rv) lead and the pacemaker which was subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The rv lead was capped may 8, 2025, while the pacemaker was explanted and replaced. The patient was stable.